Event description:
It was reported to baxter that the reservoir of one (1) ce infusor lv 1.5 device had ruptured during patient use. According to the report, the infusor contained 252ml of 5-fluorouracil (5-fu) and normal saline. The device was connected to the patient and after one day of therapy, the reservoir tore/ruptured and the medication leaked into the housing of the device. The patient went to urgent care and had to be disconnected, medically assessed, and a new prescription written and infusor prepared. The customer stated there was no physical injury but the patient had a lot of anxiety regarding not receiving their treatment and worry that this would happen again, as well as the fact that the patient, doctors and nurses had to rearrange their schedules to start therapy on a new date (these patients are used to having their 7-day infusors changed the same day of the week). No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available, per the customer, to be returned to baxter for evaluation. Therefore, the reported condition of ?reservoir ruptured? Could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. Should the sample or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.